Manufacturer narrative:
It was reported that "there was patient injury as a result of using the et tube". It was reported that the "the tip of the tube is sharp and stiff". Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample has been requested to be returned for evaluation. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"The tip of the tube is sharp and stiff."